Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they received a call from an office that was going to do a rotor study this afternoon. The company representative (rep) stated that the patient had a refill appointment this morning and they were expecting about 4ml of drug and there was 19ml in the pump. The rep wanted to know if the pump was ¿underinfusing.¿ technical services reviewed that if there were no stalls in the logs, they can check the pump logs and consider catheter diagnostics to bring the patient back earlier. The rep also mentioned that if the drug did not know where to go, it will stay in the rotors and it will just keep moving. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. The rep stated that they plan to do a dye study this afternoon and the healthcare provider (hcp) asked what is next if they find that the catheter was patent. The agent reviewed considerations around volume discrepancies and reviewed option to do a roller study. The agent sent roller study tech note.   Additional information was received a company representative they attempted a dye study yesterday but unable to aspirate or push. The rep stated that the pump appeared to be flipping in the pocket, and it appeared to be hitting the catheter. The patient was referred to neurosurgery for revision/replacement.

Manufacturer narrative:
H3. Analysis identified twisting in the catheter. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown. The patient was referred to a neurosurgeon for a revision.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that tt a refill appointment, there was a large discrepancy with the volume vs expected volume, so the physician unsuccessfully attempted a catheter access port (cap) aspiration. The patient stated that the pump had been "flipping" in her abdomen. The patient had 37 pounds weight loss since original pump implant. Which caused the abdominal tissue to drop. The physician stated that some of the original pump sutures had busted, allowing it to freely flip in the pocket. Today, they revised the catheter and discovered that the catheter in the abdominal pocket had been twisted multiple times. They revised the 8780 with an 8784. The physician used different sutures to help hold pump in place. The catheter was free flowing, and the cap was successfully aspirated at conclusion of case. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.